Event description:
Client alleges being diagnosed as suffering from a type 1 latex allergy after exposure to latex exam gloves. She alleges suffering severe pain and suffering and will continue to suffer pain and suffering in the future. She alleges incurring and will in the future incur expenses for medical care and treatment, and will suffer wage loss and loss of earning capacity as well as mental strain, emotional stress and the loss of enjoyment of life. Husband of the client alleges loss of consortium.